Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was capped and replaced during a pulse generator change out procedure. No patient symptoms were reported. No further information could be obtained.